Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was 9 mmol/l at the time of the incident. Customer states the several alarms occurred during normal use. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.